Event description:
It was initially reported that the patient was seen at the hospital and was experiencing atrial fibrillation, it is unknown if this is related to vns. The patient is planning on seeing a cardiologist. Good faith attempts for more information have been unsuccessful to date.